Manufacturer narrative:
(B)(4) date sent: 7/6/2016. Batch # (B)(4). The analysis results found that the harh36 device was returned inside its package and partially open. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the corners of the package, compromising sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during setup for a gastric sleeve procedure it was noticed that the edge of the packaging material for the disposable device was cracked open. A second device was pulled and it too was cracked open. A third device was pulled and the procedure was competed with this device with no patient consequences reported.